Manufacturer narrative:
Philips ccsc lead checked the mains supplied run sst which passed successfully. Checked the machine is working in different modes and it runs properly. Used multi miter for testing. Advised the customer of unstable voltages coming from the transformer. The unit is working properly.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit went ventilator inoperative with error code message of post timer/24v failure. Customer reported there was no patient involvement.